Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that infusion sets fell off during use on 13-june-2024. Infusion set was in use for 24 hours or less. The patient replaced the infusion set and insulin was resumed successfully. No further information available.